Manufacturer narrative:
Findings: pump received with intermittent up button response due to corroded keypad trace. No ramping numbers on their own or scrolling bar moving anomaly noted. All operating currents are within the specification, no unexpected low battery, battery out of limit alarm or off no power alarm noted. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube thread.

Event description:
The customer reported via phone call indicating that the insulin pump alarm keypad anomaly and battery outlimit. Customer's blood glucose was 72 mg/dl. The customer stated that unable to clear the battery out limit alarm. Customer stated that she was going to her bolus wizard to give a bolus and it kept going it didn't stop and no buttons worked so she took the battery out and now has battery out limit. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.